Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing low blood glucose 54 mg/dl which was treated with food. Customer did not show any symptoms of low blood glucose level. Customer reported that insulin pump retainer ring was missing. Insulin pump was not bumped or dropped. The reservoir was able to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer alleged unit has cosmetic damage (plastic ring/retainer ring was missing). Device passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case. The retainer ring is present. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In summary, customer allegation for cosmetic damage was confirmed during visual inspection, but it was for other damages and not the retainer ring. (B)(4).